Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
It was reported that the left ventricular (lv) lead had dislodged as verified by x-ray and fluoroscopy causing ineffective cardiac resynchronization therapy delivery. Subsequently a revision procedure was performed where the lv lead was explanted and successfully replaced. No additional adverse patient effects were reported.